Manufacturer narrative:
Product analysis: the issue was unable to be reproduced, but errors were found in the logs, and hard drive health was found to be sub-optimal. The programmer failed a link electronic module (lem) connector test. Damage was found to the storage bay door and keyboard slide rails. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was freezing up, during use. The programmer was returned for service. No patient complications have been reported as a result of this event.